Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7131627.

Event description:
It was reported that following a spinal cord stimulation trial procedure, the patient was experiencing weakness in the legs and was sent to the emergency room (ER). The patient underwent a procedure to pull the leads early. The patient was treated with cipro. The patient received a diagnosis of a cerebrovascular accident (cva). It was noted that the weakness in the legs was not device or procedure related. The patient was discharged from the hospital and is at home recovering.